Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, after the power handle was removed from the charger, the display showed "power handle error". Both green buttons were pressed for 10 seconds, and it remained in the original display. The power handle was returned to the charger, and was reset for 3 minutes, but it did not recover. As a last resort, "up and down*3 beep" was performed. Somehow, it returned to normal and was able to be used. There was no patient injury.